Manufacturer narrative:
The product used was either spinbrush proclean powered toothbrush soft (B)(4) or spinbrush proclean powered toothbrush medium (B)(4).

Event description:
Consumer reports toothbrush head breakage during use resulting in a chipped tooth.